Event description:
Complainant alleged that while attempting to cardiovert a pt (age and gender unk) the device failed to discharge and displayed a "poor pad contact" message. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.